Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Middle part of one of the heads has come out- oral b power care [device breakage] . Case narrative: consumer via email stated that the middle part of one of the heads has come out. No injury was reported.